Event description:
It was reported that the patient had to leave some slack in the foley catheter to go from sitting, to standing and to laying down. Also stated that patient was having mobility problems as well as bladder problems, due to a neuromuscular disease. And stated that patient had a 500ml collection bag around the calf, during the day and 2-liter collection bag at night. Sometimes patient just used the valve and drained when full, however patient had prostatitis now. Also stated that sometimes the catheter kinks and blocks the drainage between the catheter tube and the lumen, this has happened with the 14-inch. The 14-inch was removed last week as it kept blocking with debris and clots as well. Patient currently had a 16-inch which was flowing much better, however that had now kinked approximately halfway between patient meatus and the catheter lumen. Once the catheter folds over like that it appears to develop a memory or weakness at that point, it then kept folding over at the same point as the catheter naturally moves around. Patient had tried different underwear loose fit boxers, trunks, boxer briefs, and briefs and none seem to have made much difference. Per follow up information received via ibc on 25apr2022, it was stated that every time the 14-inch or 16-inch foley catheter kinked, the flow was completely blocked. This caused pain, bladder spasms and bypassing of the catheter. The patient noticed that during the day they started to feel full quickly and overnight the patient woke up with wet pajamas and bedding before feeling full. This was further complicated as shortly because after the 14-inch foley catheter was put in, it kept blocking with clot and debris. The patient was not sure if the blockage was caused due to the kink. The patient made numerous requests for the 14-inch to be changed to 16-inch, but the district nurses refused to do it. The patient was sent to a&e. It was stated that the 16-inch catheter worked brilliantly until it kinked. If the patient wanted to change the size 16-inch catheter with the kink, they had to go to a&e again as it had not been in 12 weeks and was not totally blocked. The patient wanted to make sure that they were not doing anything wrong. The patient had latex allergy; hence they needed a silicone catheter. The patient was treated for urinary tract infection with 7 days of nitrofurantoin and was 4 weeks into a 12-week course of ciprofloxacin for prostatitis. It was unknown whether those infections were due to the catheter blocking or just risks of an indwelling catheter. The 14-inch catheter was put into the patient on (B)(6) 2022. On (B)(6) 2022, the user noticed that 14-inch was kinking at the joint with lumen overnight. On (B)(6) 2022, the patient was tested positive for a urinary tract infection and treated with nitrofurantoin in a 7-day course. On (B)(6) 2022, the patient was diagnosed with prostatitis and started on a 12-week course of ciprofloxacin. On (B)(6) 2022, 14-inch catheter was changed due to bladder pain, blocking, and clearing multiple times during the day and the night. It was stated that blocking and unblocking were caused by a mix of debris, clots, and tube kinking. On (B)(6) 2022, 14-inch catheter was finally changed for 16-inch at a&e. The patient was more comfortable and there were no problems until 3 days later. On (B)(6) 2022 and (B)(6) 2022, the patient woke up overnight in pain and the bed was soaked from bypassing. The 16-inch catheter was totally blocked by kink. The user had wrapped 3m transpose waterproof surgical tape around the catheter over the kink. This successfully stopped blocking if the user checked the catheter position regularly. There were no problems with pain, clots, or debris. It was stated that the patient would be more grateful, if there were any tips on caring for all silicone catheter, if they were differing from a latex or ptfe urethral catheter, indwelling catheter, and foley catheter. The patient was familiar with indwelling catheters as they had needed them on and off for the past 30 years. The patient would prefer intermittent self-catheterization, but for the medical reasons, this was not always practically possible.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed cause unknown. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment or diagnosis. The product caused the reported failure. A potential root cause for this failure could be kinked catheter. Visual evaluation of the attached photo sample noted one opened (without original packaging), used silicone foley catheter. Visual inspection of the attached photo sample noted a kink in the catheter. It was reported that the patient had a 500ml collection bag around the calf, during the day and 2-litre collection bag at night. Sometimes patient just use the valve and drain when full, however patient had prostatitis at the moment (pcn# d175816e). Also stated that sometimes the catheter kinks (pcn# d175814e) and blocks the drainage that was the joint between the catheter tube and the lumen as happened with the 14-inch. The 14inch was removed last week as it kept blocking with debris and clots as well (pcn# d175814e). Patient was currently had a 16-inch which was flowing much better, however that had now kinked approximately halfway between patient meatus and the catheter lumen (pcn# d175816e). The user noticed that 14-inch was kinking at the joint with lumen. (Pcn# d175814e) this is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to infl ate with stated ml of sterile water. Or ¿ for pre-fi lled products, remove clip and squeeze reservoir to infl ate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Female use only syringe of sterile water for balloon inflation. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had to leave some slack in the foley catheter to go from sitting, to standing and to laying down. Also stated that patient was having mobility problems as well as bladder problems, due to a neuromuscular disease. And stated that patient had a 500ml collection bag around the calf, during the day and 2-liter collection bag at night. Sometimes patient just used the valve and drained when full, however patient had prostatitis now. Also stated that sometimes the catheter kinks and blocks the drainage between the catheter tube and the lumen, this has happened with the 14-inch. The 14-inch was removed last week as it kept blocking with debris and clots as well. Patient currently had a 16-inch which was flowing much better, however that had now kinked approximately halfway between patient meatus and the catheter lumen. Once the catheter folds over like that it appears to develop a memory or weakness at that point, it then kept folding over at the same point as the catheter naturally moves around. Patient had tried different underwear loose fit boxers, trunks, boxer briefs, and briefs and none seem to have made much difference. Per follow up information received via ibc on 25apr2022, it was stated that every time the 14-inch or 16-inch foley catheter kinked, the flow was completely blocked. This caused pain, bladder spasms and bypassing of the catheter. The patient noticed that during the day they started to feel full quickly and overnight the patient woke up with wet pajamas and bedding before feeling full. This was further complicated as shortly because after the 14-inch foley catheter was put in, it kept blocking with clot and debris. The patient was not sure if the blockage was caused due to the kink. The patient made numerous requests for the 14-inch to be changed to 16-inch, but the district nurses refused to do it. The patient was sent to a&e. It was stated that the 16-inch catheter worked brilliantly until it kinked. If the patient wanted to change the size 16-inch catheter with the kink, they had to go to a&e again as it had not been in 12 weeks and was not totally blocked. The patient wanted to make sure that they were not doing anything wrong. The patient had latex allergy; hence they needed a silicone catheter. The patient was treated for urinary tract infection with 7 days of nitrofurantoin and was 4 weeks into a 12-week course of ciprofloxacin for prostatitis. It was unknown whether those infections were due to the catheter blocking or just risks of an indwelling catheter. The 14-inch catheter was put into the patient on (B)(6) 2022. On 14mar2022, the user noticed that 14-inch was kinking at the joint with lumen overnight. On (B)(6) 2022, the patient was tested positive for a urinary tract infection and treated with nitrofurantoin in a 7-day course. On (B)(6) 2022, the patient was diagnosed with prostatitis and started on a 12-week course of ciprofloxacin. On (B)(6) 2022, 14-inch catheter was changed due to bladder pain, blocking, and clearing multiple times during the day and the night. It was stated that blocking and unblocking were caused by a mix of debris, clots, and tube kinking. On (B)(6) 2022, 14-inch catheter was finally changed for 16-inch at a&e. The patient was more comfortable and there were no problems until 3 days later. On (B)(6) 2022, the patient woke up overnight in pain and the bed was soaked from bypassing. The 16-inch catheter was totally blocked by kink. The user had wrapped 3m transpose waterproof surgical tape around the catheter over the kink. This successfully stopped blocking if the user checked the catheter position regularly. There were no problems with pain, clots, or debris. It was stated that the patient would be more grateful, if there were any tips on caring for all silicone catheter, if they were differing from a latex or ptfe urethral catheter, indwelling catheter, and foley catheter. The patient was familiar with indwelling catheters as they had needed them on and off for the past 30 years. The patient would prefer intermittent self-catheterization, but for the medical reasons, this was not always practically possible. No medical intervention was reported for pain and bladder spasms.